Manufacturer narrative:
The returned right ventricular (rv) lead was returned intact and analyzed which indicated that the helix difficulty allegation was not confirmed. With all the available information, boston scientific concludes the reported event was not confirmed based on a passing helix mechanism test. Also, stylet insertion test passed without issue. Moreover, visual inspection revealed no abnormalities and the lead tip or helix appeared normal. Furthermore, the stylet now moves freely through the lead. However, as with any lead of this type, or similar type, stylet movement can be hampered by a bend in the stylet or lead, and/or constriction of the lead body.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted lead that exhibited helix issues as vein had a tight curve and could not get a stylet through while in the heart. When out of the body, lead appeared to rotate while extending the helix. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The complete lead was returned intact and not severed. The connector tool returned on the lead, seated properly, with the fixation knob engaged. The lead jumped with release of the tool. The lead was very twisted along it's whole length. The helix was retracted and noted dried blood/body fluid in helix housing. The helix mechanism test passed in lab setting, slightly slow/sticky due to blood/body fluid. This caused the lead to rotate while trying to extend/retract the helix as was mentioned which raises the turn count slightly. A stylet insertion test passed without issue indicating no blockage in the lumen. Visual inspection revealed no abnormalities as the lead tip/helix appears normal. Laboratory analysis was not able to confirm the reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted lead that exhibited helix issues as vein had a tight curve and could not get a stylet through while in the heart. When out of the body, lead appeared to rotate while extending the helix. This lead was never in service. No adverse patient effects were reported.